Event description:
The ventricular lead indicated a resistance of >2000 ohm. The lead was tested using surgical intervention. The lead values indicated acceptable values. The physician determined that the pacemaker connector was the cause of the intermittent non-capture. The pacemaker was explanted. The ventricular lead was repositioned and re-used.

Manufacturer narrative:
Co has analyzed this pacemaker with the following results: it was subjected to a complete final acceptance test and proved to be within all electrical specifications, including the analugy data telemetry. It was inspected visually with the respect to the dimensions of the terminals and the header including the bore. Dimatere for the connector pins and the functionality of the set screw mechanism. There were no deviations from the specifications. This unit is not defecitive.